Manufacturer narrative:
The t:slim x2g5 user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been filled with 300 units of insulin and the customer had refilled the cartridge. Customer's blood glucose level was 160 mg/dl. Customer refilled the cartridge once more to address the alarm.